Manufacturer narrative:
An event of the device changing position, due to an aneurysmatic septum primum. And the device embolism, after it was touched by the snare. While attempting to retrieve, it was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During procedure, after the device was released from the delivery cable, the device changed position due to an aneurismatic septum primum. A small part of the right disc moved into the pfo tunnel, therefore the physician decided to snare the device. During snaring maneuvers, the device was touched by the gooseneck snare and embolized into the left heart system and landed into the ascending aorta. An arterial puncture was performed and the device was successfully retrieved. Ultimately, no device was implanted and the procedure was abandoned. The patient was reported to be in stable condition.